Event description:
It was reported to philips that an ethernet switch failure caused restricted communication on a allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the repl. Kit ethernet switch r/m/k cab, ethernet switch jfs524 and restored the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).